Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred. Following a system check by tandem technical support, customer cleared the alarm and resumed insulin therapy. Customers blood glucose was 316 mg/dl. Reportedly the customer had an alternate pump for insulin therapy.